Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, prior to driving home from church, the patient reported her cgm reading as ¿okay,¿ with the last known cgm value documented at 178 mg/dl. Upon arriving at her driveway, the patient lost consciousness. A bystander observed the patient and contacted ems. When ems arrived, the patient¿s bg meter reading was 30 mg/dl; the cgm value at that time was not recorded. Ems administered IV dextrose and removed the patient¿s tandem mobi insulin pump. The patient regained consciousness during transport to the emergency department. At the ER, blood work was performed, and the patient received two potassium tablets. Bg levels were monitored every 15-20 minutes, with documented readings including 85 mg/dl, 137 mg/dl, and 171 mg/dl. The patient was discharged approximately 4.5 hours later and was reported to be stable at the time of discharge. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.